Event description:
Annual pacemaker interrogation was taking place when loss of telemetry occurred. There was no communication between programmer and patient's pacemaker. Patient was scheduled for a pacemaker generator change as soon as possible.